Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Review of the revision operative notes found that the pre and post operative diagnosis was for patellar wear and instability. The tibial bearing and the patellar component were removed for this procedure. The patella was noted to being worn down the midline of the device. A trial 16mm bearing was used for range of motion and found that stability and a correction of the varus valgus instability. The final patellar component was cemented into place and allowed to cure prior to final range of motion. The joint was noted to being stable throughout. There were no complications noted throughout the procedure. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03379. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty was revised due to patella wear.